Event description:
The customer had a bleeding after catheterization.

Manufacturer narrative:
This submission is being made after an acquisition and internal audit of wellspect healthcare. No samples were returned. Batch documentation reveals no defects or deviations. Further info from the customer reveals that the customer has had the intermittent catheter inserted for 12 hours during a flight. The customer is aware that this is an intermittent urinary catheter but the customer has a couple of times been having the catheter inserted for several hours, and has not had problems previously. This complaint is considered misuse.